Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the customer was swimming and insulin pump had a blank display. Customer stated that they put a new battery but after that insulin pump would not turn on. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and inserted battery alarm did not display on the insulin pump screen. Customer stated that there was cracked on back of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.